Manufacturer narrative:
Date of event: exact date unknown, event occurred several years ago.

Event description:
It was reported that the patients stimulator was not able to charge, and therefore underwent an explant procedure. No further information could be obtained despite good faith effort.